Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarms were noted. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
Customer reported a no delivery alarm and a motor error alarm during bolus. The no delivery alarm was noted to be resolved with a set change. Customer's current blood glucose readings are 370 mg/dl and have treated with a pen. No further information reported. No further information reported.